Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k cavitron thinsert, the insert would get hot; no injury resulted.

Manufacturer narrative:
The inserts was inspected and tested, the insert was tested for temperature and a maximum reading of 99.7 degrees was recorded. The insert was tested using a g-136 unit at 35cc of water flow, the test unit # was g136-01906, thermometer ID # 6112 (cal date 11/08/16 - cal due 11/30/17). In conclusion the complaint for the insert getting hot could not be duplicated and the insert could not be failed for the temperature due to needing a 118.4 f to warrant a failure.